Event description:
The customer alleged that the cap was open on his sample bottle of contour test strips when he first opened the carton. The test strips were to be returned for eval, as exposure to moisture can cause high test results, but the customer had already disposed of them. Replacement test strips were sent to the customer.

Manufacturer narrative:
The call ended before the product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.